Manufacturer narrative:
(B)(4).

Event description:
Information was subsequently received that shock impedance trend continues to increase. The last commanded shock impedance measurement was 180 ohms. A chest x-ray was performed; however, there were no previous x-rays to compare. No shocks have been delivered; therefore the real shock impedance value is not available. Available information was sent to boston scientific technical services (ts) for review. Ts confirmed the gradual rise in shock impedance measurements nearing 190 ohms. It is possible that the measurements will continue to rise. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements greater than 125 ohms. During clinic visits, a gradual increase in shock impedance measurements was noted. The last commanded shock impedance measurement was 143 ohms. The patient received shock therapy more than a year prior with impedance measurements between 46 and 63 ohms. The last delivered shock, approximately one month prior, had a shock impedance measurement of 81 ohms. Boston scientific technical services (ts) suspected the growth of the patient was the result of the increase in impedance measurements. All other measurements are appropriate. No adverse patient effects were reported.